Manufacturer narrative:
This report is being submitted for additional information obtained from customer. Please see updates to b3, b5 and h10. The customer provided response to the questionnaire regarding the presence of foreign material. The product was cleaned, disinfected, and sterilized before requesting repair. There were no abnormalities with accessories used for reprocessing. The investigation is ongoing. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
It was further reported, weak air/water supply from the air/water system of the scope was found during a diagnostic procedure. The malfunction had no impact on the patient or procedure.

Manufacturer narrative:
Updated: h6, h10. Corrected: g2. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material clogging the device air/water nozzle could not be identified and the root cause of the issue could not be determined, as there was no deformation of the device that might result in the retention of foreign material. The facility device reprocessing could not be confirmed to be implemented according to the IFU. The event can be detected by following the instructions for use which state: ¿3.3 inspection of the endoscope and 3.8 inspection of the endoscopic system¿ ¿8 inspect the air/water nozzle at the distal end of the endoscope's insertion section for abnormal swelling, bulges, dents, or other irregularities¿. ¿1 keep the air/water valve¿s hole covered with your finger¿. ¿2 depress the valve. Observe the endoscopic image and confirm that water flows on the entire objective lens¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
An evaluation of the returned device could not confirm the customer allegation "image was rough". There were few additional findings. Due to wear of angle wire, bending angle in upward direction and play of the up/down knob does not meet the standard value. The bending section cover had a scratch and white clouded area. Connecting tube had a dent. The investigation is ongoing. Follow up in progress to obtain additional information from customer. A supplemental will be submitted on completion of investigation or if any additional information is received.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope exhibited poor drainage. There was insufficient air to clear water from objective lens. Also, the displayed image was rough. The subject device was returned and an evaluation at the repair center revealed clogging of the nozzle with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient injury associated with this event.